Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies and resumed insulin therapy. There was no reported adverse impact on the customers blood glucose level. During troubleshooting with tandem technical support, customer reported they were reusing cartridges and over filling with insulin. Customer was educated that reusing cartridge is off labeled and to not over fill cartridges.

Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.